Manufacturer narrative:
The product was returned and the failure mode was confirmed. The resector was visually inspected for damages, and interference was noticed on the distal window. The driveshaft was hand spun and interference could be felt. The probable root cause could be debris got caught in the cutter window causing the interference/flaking. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the blade broke off in the patient's knee.

Event description:
It was reported that the blade broke off in the patient's knee.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.